Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, stent damage occurred. The 99% stenotic, calcified, and severely tortuous lesion was located in the mid left anterior descending (lad). The physician was unable to cross the lesion with the 3.00x28mm liberte bare metal stent. When the physician removed the device from the patient, it was noted that the stent edge was lifted up. The procedure was successfully completed with another of the same device and the patient condition is listed as good.

Manufacturer narrative:
Device analysis. As no device was received for analysis, it is not possible to perform any inspections on the device. The manufacturing records for this batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The most probable root cause will be considered operational context due to anatomical and or procedural factors encountered during the procedure. A CAPA has been initiated to address this issue.